Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was dislodged. The ra lead was not fully dislodged, but had no slack on lead pulled to tension. The lead was explanted and the patient was downgraded to single chamber ICD. The patient tolerated the procedure well and was stable. Patient will be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.